Manufacturer narrative:
The user mentioned during the call that they have a picture of the sensor and reported that the sensor was broken; the sensor was removed by the user's healthcare provider (hcp). Despite multiple follow-up attempts with the hcp and the territory manager to obtain additional information, no response has been received.

Event description:
Senseonics was made aware of an incident where user mentioned during the call that they have a picture of the sensor and reported that the sensor was broken; the sensor was removed by the user's healthcare provider (hcp).

Manufacturer narrative:
The user reported that sensor broke during the removal process. Multiple attempts were made to contact the user to gather more information, but no response was received. Thus, no confirmation or further investigation of the complaint was possible.the potential root cause of fracture of sensor during removal is usually excessive force on the removal clamps/pliers grabbing an extremity or part of the sensor. In some cases, the patient's tissue at insertion sites may encapsulate the sensor, obstructing its removal. The doctor may then attempt excessive force on the clamps and risk fracturing the sensor. Sensor breakage during removal is a known and anticipated potential adverse effect and eversense user guide mentions about it under "risks and side effects". B4.date of this report 21 feb 2026 g3.date received by the manufacturer? 21 feb 2026 h6. Health effect - clinical code updated to 4580 h6. Health effect -impact code updated to 4648 h6. Type of investigation updated to 4119 h6. Investigation conclusions updated to 67.